Manufacturer narrative:
The sample was returned. Preliminary evaluation by visual inspection of returned catheter did not note any obvious defects on the returned sample. No cuff roll was observed on the balloon. Investigation is ongoing, a supplemental report will be filed.

Event description:
It was reported that cuffing of the balloon was noted and a patient reported some discomfort on removal of the catheter, which led the nurse to do some trial inflation on the catheter. They observed very obvious cuffing of the balloons. It was confirmed that they were not over-inflating. The demonstration was with 25 ml in a 30 ml balloon, and there was definite cuffing. It was observed that they were pulling back on the syringe to deflate the balloon, but when pointed out, their comment was that, that was their normal procedure, and had never had an incident with the previous catheters.